Event description:
On 19/apr/2023 this peritoneal dialysis (pd) patient called fresenius technical support to inquire what to do after discovering lots of fibrin in the patient line. The patient was advised to contact their peritoneal dialysis registered nurse (pdrn). Upon follow-up, the patient stated they were diagnosed with peritonitis. Additional information was provided by the pdrn. On 20/apr/2023 the patient was feeling nauseated and went to the emergency room (ER). The patient was treated for a urinary tract infection (uti) with rocephin (dose, route, frequency, and duration unknown). Additionally, the patient was found to have electrolyte imbalances (low sodium, magnesium, and potassium). The patient was kept in the ER overnight and released the next morning once the nausea ceased. The pdrn stated the uti and electrolyte imbalances were unrelated to pd therapy or any fresenius products. The patient was then seen in the pd clinic where pd effluent cultures were obtained. The cultures returned positive for staphylococcus epidermidis. The patient was prescribed intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown) for the peritonitis episode. The pdrn stated that based on the culture results, touch contamination is the likely cause of the patient¿s peritonitis event. No further information was provided.

Event description:
On (B)(6) 2023 this peritoneal dialysis (pd) patient called fresenius technical support to inquire what to do after discovering lots of fibrin in the patient line. The patient was advised to contact their peritoneal dialysis registered nurse (pdrn). Upon follow-up, the patient stated they were diagnosed with peritonitis. Additional information was provided by the pdrn. On (B)(6) 2023 the patient was feeling nauseated and went to the emergency room (ER). The patient was treated for a urinary tract infection (uti) with rocephin (dose, route, frequency, and duration unknown). Additionally, the patient was found to have electrolyte imbalances (low sodium, magnesium, and potassium). The patient was kept in the ER overnight and released the next morning once the nausea ceased. The pdrn stated the uti and electrolyte imbalances were unrelated to pd therapy or any fresenius products. The patient was then seen in the pd clinic where pd effluent cultures were obtained. The cultures returned positive for staphylococcus epidermidis. The patient was prescribed intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown) for the peritonitis episode. The pdrn stated that based on the culture results, touch contamination is the likely cause of the patient¿s peritonitis event. No further information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of staphylococcus epidermidis peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler or liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The peritoneal dialysis registered nurse (pdrn) stated the likely cause of the peritonitis event was touch contamination based on the culture results of staphylococcus epidermidis. This bacterium is most frequently identified in pd-associated peritonitis and is the predominant normal flora on human skin. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s relapsing peritonitis event.

Event description:
On (B)(6) 2023 this peritoneal dialysis (pd) patient called fresenius technical support to inquire what to do after discovering lots of fibrin in the patient line. The patient was advised to contact their peritoneal dialysis registered nurse (pdrn). Upon follow-up, the patient stated they were diagnosed with peritonitis. Additional information was provided by the pdrn. On (B)(6) 2023 the patient was feeling nauseated and went to the emergency room (ER). The patient was treated for a urinary tract infection (uti) with rocephin (dose, route, frequency, and duration unknown). Additionally, the patient was found to have electrolyte imbalances (low sodium, magnesium, and potassium). The patient was kept in the ER overnight and released the next morning once the nausea ceased. The pdrn stated the uti and electrolyte imbalances were unrelated to pd therapy or any fresenius products. The patient was then seen in the pd clinic where pd effluent cultures were obtained. The cultures returned positive for staphylococcus epidermidis. The patient was prescribed intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown) for the peritonitis episode. The pdrn stated that based on the culture results, touch contamination is the likely cause of the patient¿s peritonitis event. No further information was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023 this peritoneal dialysis (pd) patient called fresenius technical support to inquire what to do after discovering lots of fibrin in the patient line. The patient was advised to contact their peritoneal dialysis registered nurse (pdrn). Upon follow-up, the patient stated they were diagnosed with peritonitis. Additional information was provided by the pdrn. On (b)3 the patient was feeling nauseated and went to the emergency room (ER). The patient was treated for a urinary tract infection (uti) with rocephin (dose, route, frequency, and duration unknown). Additionally, the patient was found to have electrolyte imbalances (low sodium, magnesium, and potassium). The patient was kept in the ER overnight and released the next morning once the nausea ceased. The pdrn stated the uti and electrolyte imbalances were unrelated to pd therapy or any fresenius products. The patient was then seen in the pd clinic where pd effluent cultures were obtained. The cultures returned positive for staphylococcus epidermidis. The patient was prescribed intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown) for the peritonitis episode. The pdrn stated that based on the culture results, touch contamination is the likely cause of the patient¿s peritonitis event. No further information was provided.